Event description:
The screen froze before setup during the function check; 'frozen screen' machine error code. The nurse proceeded to turn the machine off and back on, and continued with setup and priming without further issue.